Manufacturer narrative:
No product or photo was returned by the customer. It was reported that there was a bubble in the pump segment of the tubing. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0007 lot number 20065956 was performed. The search showed that a total of 34,563 units in 1 lot number was built on 17jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. See h10.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced tubing expansion/ballooning. The following information was provided by the initial reporter: we have another IV tubing that developed a bubble aneurysm again. We saved the tubing and the packaging this time. The item number was 2420-0007 lot (10)20065956.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced tubing expansion/ballooning. The following information was provided by the initial reporter: we have another IV tubing that developed a bubble aneurysm again. We saved the tubing and the packaging this time. The item number was 2420-0007, lot (10)20065956.